Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat lesions in the left main artery (lm) and circumflex (cx) ostium. Pre-dilation using 1.5 mm and 2.5 mm balloon catheters was performed. Post-dilation intravaskular ultrasound (ivus) revealed the calcific nodule. The oad was advanced using glideassist and several distal to proximal treatments were performed. The oad was removed from the patient to reposition the viperwire guide wire and oad driveshaft. After removal and angiographic verfiication, the oad was again advanced to the distal segment to perform additional treatments. Initially, at low speed, the oad crown was performing as intended however there was an abnormal noise heard. This was when the oad had become dislodged into plaque. The physician attempted to reposition the oad crown then return to glideassist mode. Upon attempting to remove the oad, the distal part of the driveshaft detached from the oad crown and the viperwire was observed frctured as well. Multiple attempts were made to retrieve the fractured component, as well as the guide wire. Retrieval attempts for the oad and guide wire were unsuccessful. A stent was implanted in the lm extending to the cx. Snaring attempts of the guide wire in the aorta were unsuccessful. The procedure was completed and the patient was moved to observation with no complications reported. The patient was in stable condition sent for observation. In the physician's opinion, the fracture was possibly due to the severity of the calcium. It was indicated the viperwire advanced normally, however, wire positioning was somewhat difficult due to calcification. 1.25 mm of the oad and approximately 4mm of the viperwire remained in-vivo. There was mild wire bias noted.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation and difficult to remove resulting in foreign body in patient and unexpected medical intervention appears to be related to operational context. In this case, it is possible that the reported material separation and difficult to remove resulting in foreign body in patient and unexpected medical intervention was due to patient disease state and/or use techniques employed; however, since the device was not returned this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat lesions in the left main artery (lm) and circumflex (cx) ostium. Pre-dilation using 1.5mm and 2.5mm balloon catheters was performed. Post-dilation intravaskular ultrasound (ivus) revealed the calcific nodule. The oad was advanced using glideassist and several distal to proximal treatments were performed. The oad was removed from the patient to reposition the viperwire guide wire and oad driveshaft. After removal and angiographic verfiication, the oad was again advanced to the distal segment to perform additional treatments. Initially, at low speed, the oad crown was performing as intended however there was an abnormal noise heard. This was when the oad had become dislodged into plaque. The physician attempted to reposition the oad crown then return to glideassist mode. Upon attempting to remove the oad, the distal part of the driveshaft detached from the oad crown and the viperwire was observed frctured as well. Multiple attempts were made to retrieve the fractured component, as well as the guide wire. Retrieval attempts for the oad and guide wire were unsuccessful. A stent was implanted in the lm extending to the cx. Snaring attempts of the guide wire in the aorta were unsuccessful. The procedure was completed and the patient was moved to observation with no complications reported. The patient was in stable condition sent for observation. In the physician's opinion, the fracture was possibly due to the severity of the calcium. It was indicated the viperwire advanced normally, however, wire positioning was somewhat difficult due to calcification. 1.25 mm of the oad and approximately 4mm of the viperwire remained in-vivo. There was mild wire bias noted.